Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the pump was found to be unresponsive. The audible tones and vibration alerts did not function and the display was blank upon battery insertion. Downloads and further testing was not able to be performed due to moisture contamination found throughout inside of pump. The complaint of a cs 078 call service alarm issue was unable to be adequately investigated due to the unresponsive pump. The moisture contamination issue was reported under medwatch report number 2531779-2015-27031.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.